Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl. The patient treated via insulin pump bolus. Troubleshooting was initiated for the insulin pump: there were no adverse malfunctions with the insulin pump. However, the customer discovered a leak on the infusion set tubing. The customer was advised to change her set. The insulin pump will be returned for analysis due to an issue with the backlight and a missing dome label sticker.

Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The backlight display functioned properly. No backlight display anomaly was noted. The pump was received with a missing end cap sticker, minor scratches on the display window, and a cracked reservoir tube lip.